Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose of 460 mg/dl. Customer had to call the paramedics. Customer stated that if customer had his sensor customer blood glucose would not have gone up. Customer did not have supplies. Customer declined troubleshooting for high blood glucose. No further information reported.